Event description:
A patient on a hausted 452apast stretcher held onto a side rail and received a laceration on the finger from the flaking chrome on the rail. The patient received a tetanus shot as a preventative measure.

Event description:
The hospital reported that no additional information could be provided on the patient involved.

Event description:
Text to be inserted.

Manufacturer narrative:
A steris technician inspected the stretcher and observed that damaged, flaking chrome appeared on the side rails. The stretcher was manufactured in 2002 and is maintained by the facility. Visual examination during regular maintenance would reveal such wear. The steris technician assessed that the flaking was most likely due to bumping during repeated use and recommended that the side rails be replaced, as they cannot be repaired.

Manufacturer narrative:
A steris technician inspected the stretcher and observed that damaged, flaking chrome appeared on the side rails. The stretcher was manufactured in 2002 and is maintained by the facility. Visual examination during regular maintenance would reveal such wear. The steris technician assessed that the flaking was most likely due to bumping during repeated use and recommended that the side rails be replaced, as they cannot be repaired.